Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the 1st lpl. Approximately 15 days post index procedure embolic stroke was reported. The patient was hospitalized but died. The death was non-cardiac. The investigator assessed the event as not related to the index device, but possibly related to the anti-platelet medication. The sponsor assessed the event as possibly related to the device but not related to the anti-platelet medication.

Manufacturer narrative:
Cec assessed the death as cardiac death. Cec assessed the stroke as embolic stroke due to atrial fibrilation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated death, vascular. If information is provided in the future, a supplemental report will be issued.